Manufacturer narrative:
User manual (746-445) to enterprise 5000 bed informs to perform preventive maintenance procedures every 12 months. One of the step informs to "check all electrical functions work correctly when operated using the patient handset. If the result (...) Is unsatisfactory, contact a huntleigh healthcare approved service agent." Based on the complaints review it can be revealed that the nurse handset was not replaced in the past. The bed was manufactured on 29 oct 2010 therefore it was 13 years old. Following all information gathered, it can be determined that the cause of the nurse handset failure was wear due to its regular usage within years. To sum up, the bed did not meet its performance specifications due to unintended movement of the bed platform. There was no allegation of patient involvement when the issue occurred. The complaint decided to be reportable due to unintended bed movement reported.

Event description:
Following information reported, the enterprise 5000 was moving unintentionally. There was no indication that the patient was on the bed when the issue occurred. No injury was reported. The nurse handset was replaced and the bed operated correctly.